Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6b, g4, h4, h.6.

Event description:
Patient reported "rupture" and later healthcare professional reported no complaint against the device. This record is for the right side. Device has been explanted. . Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. Device status is unknown.